Manufacturer narrative:
Results: thirteen customer returned samples were received for evaluation. All thirteen customer samples were tested under pressurized conditions for leakage of the IV cannula and tubing. There were no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6209828. Conclusion: bd could not confirm the complaint from the returned samples.

Event description:
It was reported that bd vacutaine® safety-lok¿ blood collection set had a leak between the IV cannula and the rest of the device. No injury or medical intervention reported.